Event description:
Per hosp rep, during an esophageal dilatation, using a dilator and a guidewire, the wire coiled and kinked approximately 4 inches from the spring tip. When removing the guidewire, the pt sustained a small cut in their upper esophagus. Contact stated pt's anatomy was unusual as their neck was angled to the right. The scope was removed from the pt and the wire was retrieved. The pt was kept under observation at the hosp and was released with no adverse effect.